Event description:
The customer reported that the unit stopped working and alarmed while in use on patient. The customer reported that there was no pt harm reported. The field service engineer (fse) evaluated the device and duplicated the reported problem. The fse replaced the power management board to address the reported problem. The unit passed all testing and the unit is now back in service.